Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to moisture damage on the motor assembly. The functional testing could not be completed due to the alarms. Moisture damage was noted on all of the electronic assemblies and battery tube. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was 256 mg/dl at the time of the call. The customer states that there is fluid/moisture in the insulin pump after getting wet. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.